Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer bought a package of the gum crayola powered toothbrushes and the bristles were coming off and fell into her mouth.

Event description:
Consumer bought a package of the gum crayola powered toothbrushes and the bristles were coming off and fell into her mouth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit. The corrections to the original MDR submitted are as follows: section d2: wrong problem code efw changed to jeq.